Event description:
Visual tear noted in balloon cuff, resulting in the second ett being placed. After pt went for x ray cuff had to be refilled, audible leak heard, cuff was empty, cuff did not fill. Had to re-intubate patient. FDA safety report ID # (B)(4).